Event description:
Information was later received that this device was explanted.

Manufacturer narrative:
This device was explanted. Pending the completion of lab analysis, this report will be updated.

Event description:
Boston scientific crm received information that following an ablation procedure, pauses in pacing were noted on telemetry. Noise was noted on the right atrial and right ventricular leads that was oversensed. The sensitivity was reprogrammed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor toolmarks. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.